Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level ranged between 160 to above 400mg/dl. A correction bolus was delivered to correct. The past occlusion was resolved by performing a supply change. Reportedly, the current pump supplies had been in use for more than 3 days and there was a temperature change that occurred prior to the current occlusion alarm declaring. Troubleshooting was performed and the pump performed as intended. Tandem technical support advised the customer to wear the pump in a case to prevent temperature changes.